Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels, motor error alarm and excessive no delivery alarm. Customer's blood glucose level went as low as 50 mg/dl. Troubleshooting for no delivery was performed. Customer advised they changed out their entire set. Customer discarded the reservoir and infusion set. Customer advised the no delivery alarm was a past event and they will be unable to send out the reservoir or infusion set for analysis. Customer advised they treated their low blood glucose with orange juice or soda. Troubleshooting for motor error alarm was performed. Customer was able to complete the rewind process. Customer received multiple motor error alarms in the past 30 days. Customer advised every time they fill the reservoir they either receive a motor error or no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.